Manufacturer narrative:
(B)(4). There were no nonconformities, failures, rework, or deviations documented in the manufacturing batch records associated with the reported problem. There were no changes to specifications, test methods, processes, equipment, or raw materials documented in the lot 13n013 batch records that could be associated with the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated the infusion was checked at 24 hours and 48 hours and allowed the infusion to complete with an additional 24 hours (72 hour infusion). This occurred during infusion of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.